Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the catheter 5 - 6 cm distal to the oversleeve of the catheter connector, where the suture wing was attached. There was no reported patient injury.

Event description:
It was reported that leakage occurred from the catheter 5 - 6 cm distal to the oversleeve of the catheter connector, where the suture wing was attached. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. A split was observed in the catheter approximately 7.5 cm distal to the strain relief, between the 41 cm and 42 cm depth markers. And indentation was observed in the catheter approximately 8 cm distal to the strain relief, near the 41 cm depth marker. Some tensile weakness was observed in the catheter near the 41 cm depth marker. A microscopic observation revealed a slightly curved circumferential split in the catheter between the 41 cm and 42 cm depth markers and a small diagonal split at the 41 cm depth marker. A large longitudinal split was observed adjacent to the small diagonal split at the 41 cm depth marker. Small diagonal indentations were observed in the catheter material near the long longitudinal split and extending from one corner of the small split. Striations were observed on the slightly angled surface of the circumferential split and the edges of this split were observed to be rough, but mostly straight. The edges of the small split were observed to be well-defined, and the fracture surfaces of this split were observed to be angled with the outer perimeter of the split being noticeably larger than the inner perimeter of the split; which suggests this damage originated from the exterior of the catheter. The edges of the long longitudinal split were observed to be rough, but mostly straight, and the fracture surfaces were observed to be mostly flat and granular in texture. The location, shape, texture, and extent of the damage observed on the returned catheter suggest the damage was cause by a sharp instrument during use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.